Event description:
It was reported that the pump was confirmed flip. X-rays were done. Flipped pump due to torn suture anchor, all four points were re-anchored. During the revision the catheter access port (cap) was aspirated and less than 1cc aspirated. The catheter was trimmed 2.5cm and cap was aspirated again and less than 1cc was aspirated. A third attempt was done to aspirate from catheter and less than 1cc was aspirated. It was explained to the physician that there could potentially still be drug remaining in the catheter. The physician felt it was cleared enough to prime the catheter. The physician planned to monitor the patient closely. Patient had pain in the device pocket associated with the event. The patient's status at the time of report was "alive- no injury." The pump system was delivering morphine and bupivacaine. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).

Manufacturer narrative:
Concomitant: product ID 8780, serial# (B)(4), implanted: 2014-(B)(6), product type catheter. (B)(4).